Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation has occurred. During a watchman procedure, a versacross connect for laac kit was selected for use. It was noted that when advancing the versacross wire in the right atrium, it went to the patient's left side and entered the left renal vein causing a vascular injury. The versacross rf wire was pulled back and readvanced, and the procedure was completed using the same device. Thus, the vascular injury was repaired. The patient has been discharged. The device is not expected to be returned for analysis (disposed). The wire was kinked at some point when advancing into the body.

Event description:
A perforation has occurred. During a watchman procedure, a versacross connect for laac kit was selected for use. It was noted that when advancing the versacross wire in the right atrium, it went to the patient's left side and entered the left renal vein causing a vascular injury. The versacross rf wire was pulled back and readvanced, and the procedure was completed using the same device. Thus, the vascular injury was repaired. The patient has been discharged. The device is not expected to be returned for analysis (disposed). The wire was kinked at some point when advancing into the body.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.